Event description:
An implant card was received indicating the patient received a prophylactic replacement. The explanted generator was returned for product analysis. Both interrogation and system diagnostic test were performed, with a distance of one and one-quarter inches (spacer block) between the device and the programming wand. The following results were noted (load resistor/reported diagnostics results, all values in ohms and battery status): 4000/3956, with ifi no. Resulting status checks for; communication were ok, lead impedance and current delivered were normal for all diagnostic tests performed. A comprehensive automated electrical evaluation showed that the device performed according to functional specifications. The battery measured 2.912 volts and shows an ifi=no condition. The data in the memory locations revealed that 39.596% of the battery had been consumed. The pulse generator was opened due to possible contaminates on the trimmed edge of the pcba (printed circuit board assembly) (tab removed). With the pulse generator case removed and the battery still attached to the pcba, the battery measured 2.824 volts (ifi range 2.74v - 2.41v), an ifi=no condition. A visual assessment on the pcba showed contaminates on the trimmed edge of the pcba. The battery was removed. Based on the postburn electrical test results, the contamination that was observed on the trimmed edge of the pcba suggest probable electrical paths (resistive path) were established between the copper edges on the trimmed edge of the pcba, which contributed to the supply current conditions. Remaining residual material on the pcba edge after the ¿test tab¿ removal manufacturing process resulted in increased current consumption (out of speciation) for both standby and pulsing modes of operation. The explanted generator was found to be prematurely depleted. A device history review was performed and confirmed that all parameters passed inspection and based on the date the trim test tab was performed, the generator of interest is part of the laser routing issue which would cause premature eos.